Manufacturer narrative:
G4: 27may2020. B4: 28may2020. Touchscreen assembly was received for evaluation. There were no signs of damage or contamination during visual inspection. The touchscreen assembly was tested. After testing, the reported issue was unable to be duplicated and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25feb2020.

Event description:
The customer reported a touch panel failure and a flickering power led. The device was evaluated by the field service engineer (fse) and the reported issue was confirmed. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The fse replaced the touchscreen assembly and power switch overlay to address the reported issue. The reported issue was received, the device was tested, and the device now functions as intended.

Manufacturer narrative:
G4: 09may2020 b4: (B)(6) 2021 the led switch panel was received for evaluation. The visual inspection of this power led switch panel revealed that the battery led trace was damaged (detached) from the led and there was contamination found around the led trace. This power switch membrane failure was isolated to the damaged battery led trace. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.